Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the nurses were not able to access pph kits from wt-laborfridge pkt 19. The technical support specialist confirmed with customer that everything looks good on their end and it was a mistake on their end. The issue has been solved. The device functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a pyxis medstation es system had item grayed out in pyxis. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.